Manufacturer narrative:
H11 a review of the device¿s service history confirmed that no similar events have been communicated to livanova since devicedate of manufacturing. A review of complaints database did not identify any trends associated with this type of fault. Based on investigation findings, the cause of the issue has been traced back to faulty circulator motor. The defectiveness of electro-mechanical components can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro subcomponents. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the 3t heater-cooler system. The incident occurred in united states. A livanova field service engineer (fse) representative was dispatched to the facility to investigate the device and could confirm the reported issue. The circulator motor was found not circulating when the heater cooler was powered on, thus it was replaced. Visual inspection and functional safety checks were conducted and all passed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a 3t heater-cooler system displayed an error message e05 and the system was not circulating on patient side. The event occurred during maintenance. There was no patient involvement.